Event description:
It was reported that an arteriotomy closure of the common femoral was attempted using a starclose se after an interventional procedure. Reportedly, before deployment of the clip, the locator wings pulled out of the vessel very easy. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the starclose se device was returned for evaluation. The reported loss of vessel access prior to clip deployment was not confirmed. The analysis of the received device found the device had been clip deployed. The deployed clip was not returned. The vessel locator assembly was fully retracted within the clip delivery tube-set and did not present any damage normally associated with the vessel locator pulling out of the vessel prior to clip deployment. No device damage or anomaly, either externally or internally was detected. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.